Event description:
Philips received a complaint by the customer on the v60 indicating that the device was not reading volume returns properly. It was reported that there was no patient involvement at the time the issue was discovered. The customer called technical support to report that the device was not reading volume returns properly and requested bench repair to the device evaluated and repaired. The investigation is ongoing.

Manufacturer narrative:
The customer called technical support to report that the device was not reading volume returns properly and requested bench repair to the device evaluated and repaired. A service quote for repair was sent to the customer for approval, but the customer declined the estimate and requested that the device be returned unrepaired. A philips service engineer was not able to evaluate or repair the device, so no testing was performed. It is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.